Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -8.0/1.5/092 into the patient's right eye (od) on (B)(6) 2024. The lens was exchanged on (B)(6) 2024 for a longer lengthe lens due to a low vault. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).